Manufacturer narrative:
This foreign event has not resulted in manufacturer¿s indication to the regulatory agency of the country in which the incident occurred the intention to take corrective actions for a device which is available for sale in canada. Therefore it must not be reported to health (B)(6) in accordance with the medical device regulations.

Event description:
It was reported to us through retrospective clinical trial that patient underwent other conservative approach in order to solve right knee swelling. Outcome of this event is resolved on (B)(6) 2013 and severity was deemed as mild.

Manufacturer narrative:
Based on additional information received from the study site, which contained clarification to previously reported data, this event was re-determined and it was concluded that the reported complaint does not represent an event which requires reporting per cfr 21 part 803. For this reason we ask you to disregard report 1020279-2017-00496.